Manufacturer narrative:
Product complaint analysis team has completed its investigation of the device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming; and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)nonforming; flapper door functional, ab)conforming; and lockout functional, ab)conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test, it was confirmed that reported "red safety button would not stay down on two trocars" during surgery occurred. Two instruments were received in good condition. Devices were examined and would not arm as received. Obturator handle welds were measured and found to be skewed. Obturator handle is welded during assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy the red safety button would not stay down on two trocars. The dr held the button down and used the trocars. There was no consequence to the pt.